Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The stent dislodged in the "core". It was removed at the level of the radial artery. No patient complications were reported and the patient's status is fine. The procedure was completed with another same device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).